Manufacturer narrative:
The product is not available for evaluation. Sterilization and lot history records were reviewed and no exceptions were found.

Event description:
The filter in the pack became clogged and phaco lost ability to aspirate. Occurred during surgery, quadrant removal. No impact on the patient.